Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2023, it was reported by the patient's parent that the pediatric patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the arm. The patient experienced stomach pain and was brought to the hospital by unspecified means for evaluation. At that time, the cgm was also approximately 70 mg/dl off from the bg (no exact values provided). At the hospital, the cgm readings continued to be inaccurate, and the parent was advised to remove the cgm; however, she chose to leave it on. The estimated glucose value's ranged from 130-160mg/dl while bg readings were around 50-60 mg/dl (exact values were not provided). The patient was treated in the hospital with IV glucose for hypoglycemia. There was no mention of symptoms for hypoglycemia. The parents also mention treatment with morphine for stomach pain and fluids for dehydration. There was no documentation of further medical intervention. The patient was hospitalized for one day. Upon returning home, the sensor became unadhered to and fell off. At the time of the report, the patient was in normal condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. It has been reported that readings were approximately 70% off. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the parents reported that the pediatric patient experienced inaccurate cgm values six days after the sensor was inserted in the arm. The patient experienced stomach pain and was brought to the hospital by the parent for evaluation. At some point during the hospitalization, the cgm was reading 130 mg/dl and the blood glucose reading was 50 mg/dl. The patient was treated in the hospital with unspecified sugar drips for hypoglycemia. No symptoms of hypoglycemia were provided. There were mentions of treatment with morphine for stomach pain and fluids for dehydration. At some point during the hospital admission, the sensor was removed at the hospital. There was no documentation of further medical intervention. The patient was hospitalized for one day and discharged the next day. At the time of the report, the patient's condition was normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.